Event description:
It was reported that when the devices were used during laparoscopic hernia repair, the staples did not form. Another device was used to complete the case. There were no consequences to the patient.